Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a guide and a driver used in spinal therapy. It was reported that during the surgery of patient, after the implantation of the screws, at the moment of insertion of the first rod and during the reduction maneuver, it was identified that one of the towers was malfunctioning. Upon reaching the reduction limit in "rd" (reduction position), the tower became detached from the screw, preventing the proper continuation of the maneuver using that instrument. After removing the tower, it was found that the internal part responsible for fitting onto the screw was deformed and bent, which likely caused the failure observed during the procedure. Therefore, the guide was compromised. Further, after the screws were implanted and the rods inserted, at the moment of applying the locking devices, we found that the wrench used to apply the final torque did not function properly during the process of breaking off the locking device head. Fortunately, it was possible to remove the locking device head along with the wrench without incident and without any detriment to the surgical procedure. However, when removing the fragment of the locking device attached to the wrench, we found that a small piece located at the distal end of the instrument had broken. Therefore, the wrench became unusable and cannot be used in future procedures. There were no patient symptoms reported. There were no further complications reported regarding the event. 2026-jun-17 e1(rep): additional information received that the procedure involved was spinal arthrodesis ((oblique lateral interbody fusion(olif) associated with posterior instrumentation).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.